Manufacturer narrative:
Sections with additional information as of 05-apr-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired and dizzy. Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-3 and e-9). The customer reported feeling tired and dizzy; medical attention was not needed at the time of the call. Customer also stated she is sick at the moment so the symptoms could also be due to that. During the call, a blood test was performed by the customer pm fasting and produced test result of 183 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date is (B)(6) 2023. Customer stated she will be seeing her md for a scheduled visit and will discuss results in meter.